Manufacturer narrative:
(B)(4).

Event description:
Information received from a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the pump was empty. The current hcp inherited the patient after previous hcp was shut down by the dea. The representative did not know how long it had been since the pump was last filled or used for therapy. .no symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. In regards to if the patient had seen a healthcare provider (hcp) regarding the reported empty pump, appointment dates were listed as (B)(6) 2015 and (B)(6) 2016. In terms of what circumstances led to the empty pump, the patient¿s hcp had left town and they couldn¿t find a hcp to treat them. The issue of the empty been resolved but it was noted the patient was working on it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider's office. The patient's pump was empty because there had not been anyone managing them. The hcp planned to do a pump rotor study in the next few weeks. The patient did not currently have any medications in their pump. The pump would not be filled until after the pump rotor study.